Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 589 mg/dl. Customer¿s current blood glucose level was above 600 mg/dl. The customer feels ok to troubleshooting high blood glucose level. Customer was using insulin pump system within 48 hours of reported high bg event. The customer states that their heart was beating faster as a symptoms regarding high blood glucose. The customer was treated for the high blood glucose with manual injections. Customer¿s other blood glucose level were 500 mg/dl, 594 mg/dl, 130 mg/dl. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.